Manufacturer narrative:
Date of event (date of last seizure) was reported as (B)(6) 2015 it was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209 178-2016-09792 for concomitant ins information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they experienced issues with their implantable neurostimulator (ins) and had seizures. It was noted that the patient had damage to their shoulder and neck which had affected their right arm. They had met with their managing physician in (B)(6) 2016 and they wanted to have the device removed but the patient was thinking about it. The indications for use for the implanted device were noted as failed back surgery syndrome and occipital neuralgia. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had seizures and falls in 2010.